Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the pump was returned with all the sound settings set to ¿high¿. The pump powered on, and vibration at the power up was observed. The vibration motor was initiated and vibrated continuously with no intermittent vibration detected. The audible alarm was also tested, and was found to function properly. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. It was reported that the vibratory feature of the pump was operating in an intermittent fashion. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.